Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via health authority that had insufficient air pressure and inadequate pneumatic power, preventing anterior chamber irrigation during cataract surgery without intra ocular lens implant. The surgery was completed on the same day after replacing the phacoemulsification pack. There was no information about patient impact.